Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only a portion the lead was returned severed approximately 17 cm from the terminal end. Visual inspection of the lead found no anomalies, where the setscrew mark was in the corrected location on the terminal pin. Testing was completed to assess lead electrical performance, and all measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the report of gradual rise in pacing impedances over the past year.

Event description:
This report is being sent with analysis details.

Event description:
Additional information was received that this lv lead was surgically capped and replaced due to high impedances. No additional adverse patient effects were reported.

Event description:
It was reported that there was a gradual rise in pacing impedances over the past year, and they were now high out of range greater than 2000 ohms. The thresholds and sensing were good, so plan was to continue to monitor. The lead remains in-service. No adverse patient effects were reported.